Event description:
It was reported that a battery depletion (bd) alert had appeared for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert had appeared for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.